Manufacturer narrative:
The following fields were updated with corrections: h6. B, c, & d codes.

Manufacturer narrative:
One used decontaminated sample was returned for evaluation. Visual inspection was performed, the sample appeared to be in good condition. Inflation test was also performed on the received sample by inflating cuff by a syringe filled under water. Air leak was detected from pilot balloon - between pilot balloon and valve. The device history review of the reported lot number found no non-conformities during the manufacturing process. Affected device is manufactured in smiths medical tijuana. Investigation was forwarded to mtij to identify the root cause. Complaint sample was resent to this site.

Event description:
It was reported that the device had a leak after insertion. The patient could breath normally whose cannula became more slimy. There was patient involvement but no harm reported.